Event description:
It was reported that the laser console was playing up. There were no patient complications reported; however, the procedure was not completed due the console issue. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for procedure aborted with a patient under sedation suspected.

Event description:
It was initially reported that the laser console was playing up. There were no patient complications reported; however, the procedure was not completed due the console issue. Further information received clarified that the console did not boot up during preparation and that the patient was not involved at the time of the console issue.